Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention on (B)(6) 2024 during which the ipg pocket was revised with no complications.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing pain at the ipg site. It was noted that the patient had recently lost over 30 pounds. As a result, the patient may undergo surgical intervention to address the issue.